Event description:
The patient experienced an infection after being implanted with the vns system. The system was explanted due to the infection. It was noted that the culture from the explanted device found pseudomonas infection. The patient's neurologist indicated the patient has a habitual infection problem. It was noted the patient experienced good seizure control from vns therapy. No additional or relevant information has been received to date.